Event description:
Additional information obtained identified the patient was admitted to a rehabilitation hospital. However, the patient has since been released. Physical therapy treatment is ongoing.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced a stroke which resulted in left side paralysis. Allegedly, the stroke was determined as unrelated to the procedure and the devices. There is no additional information at this time.